Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for lv lead implant procedure, exit block of the rv lead was observed. The rv lead was explanted and replaced without complications. The condition of the patient before and after the surgery was good.